Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the string on an unspecified number of tampons was too short and she had to find the string. She was able to find the string and remove the pledget. She did not experience any adverse health effects and did not seek medical attention.